Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. It was unknown what the cause of the gastrointestinal bleed was and it was treated with oral medication. Gastrointestinal bleed is a known complication of a peg tube use. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2010 in (B)(6) a patient had a percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2016 the tube was replaced for an unknown reason. On (B)(6) 2017 the patient was hospitalized for a g gastrointestinal bleeding, the patient started with black vomiting. The patient was treated with omeprazole (B)(6) 2017 the patient was discharged to home with a soft diet in stable condition.